Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to try several corrective actions, including adjusting the tubing and delivering multiple boluses. Customer replaced supplies as necessary and resumed insulin therapy.